Manufacturer narrative:
Additional information was added to h6 and h11. H11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from the tubing. Approximately 10 hours after the preparation of the device, before administering the infusion, it was observed that the infusion tube was leaking. There was no patient involvement. No additional information is available.